Manufacturer narrative:
Batch review performed on 30 october 2025. Stem: quadra-p 01.12.123 quadra-p std. Size3 (k181254) lot 2339736: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 18-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 months after the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the medacta double mobility liner with a new one and revised the stem and headwith competitor products. The surgery was completed successfully.